Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported during placement of the impella when inserting the guide wire resistance was felt and the easy guide lumen was totally trapped within the outlet. The physician was made the decision to remove this impella and place a new impella. There was no patient harm reported, and this device was replaced.